Manufacturer narrative:
10/7/1997- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evalation indicated and codes entered in h-3 and h-6. The device was evaluated, and it was determined that the damage to the support caused the difficulty reported.

Event description:
During a lung volume reduction procedure, the instrument misfired. The surgeon applied another device. The hospital reported that no patient injury had occurred.